Event description:
The complaint is reported as "distal route of a triple lumen catheter broke". The catheter was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a 3-l cvc whose distal extension line separated from the luer hub. The luer hub is not visible in the photo. The customer also returned one 3-l catheter for analysis. Signs of use were observed on the catheter body and extension line. Visual inspection of the catheter revealed the distal extension line separated from the extension line. The extension line appeared rough and jagged at the point of separation. The luer hub was not returned. The catheter length measured 215mm, which is within the specifications of 207-227mm per product drawing. The distal extension line outer diameter measured 2.157mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. Functional inspection of the catheter could not be performed due to the damage. A manual tug test confirmed the medial and proximal extension lines were secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal luer hub separated from the extension line. The catheter passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Without the luer hub returned, the exact point of separation could not be confirmed. Based on these circumstances, the probable root cause for this event could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as "distal route of a triple lumen catheter broke". The catheter was replaced. No patient harm was reported. The patient's condition is reported as fine.